Event description:
Caller reported a cartridge alarm 30 and a high blood glucose level without a specific value being provided. There was no adverse impact to the customer's blood glucose level. The customer addressed the high level by administering a correction bolus via the pump and did not require third-party assistance. Tandem technical support (cts) confirmed multiple cartridge alarms and decided to replace the pump, instructing the customer on putting the pump into storage mode and the steps to follow upon receiving a new pump. The customer was informed of the need to return the problematic pump within 10 days using a provided return box and pre-paid label. The replacement pump with updated software was sent to the customer.